Manufacturer narrative:
The information that was reported to the manufacturer is not clear. The manufacturer has requested for clarification and additional information from the sales representative and FDA will be updated upon receipt of additional information.

Event description:
On december 7, 2016, the manufacturer was notified of the following: after the first attempt to implant the percval valve, the tee showed severe leakage on ncc side and central coaptation failure. The decision was made to explant the valve and the same valve was re-implanted. The intra-operative tee again showed a less severe leakage on rcc side, and improper leaflet coaptation. The decision was made to explant the valve again. The patient had a good recovery and was discharged from the hospital.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed (sn# (B)(4)). The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release further information has been requested from the physician by the manufacturer, and the physician has communicated that no more information on this event will be provided. Based on limited information received the root cause cannot yet be determined at this time. The device is not available for return or analysis. This case will be closed at this time and can be re-visited if further information becomes available. Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Updated data: correction in product code, expiration date, manufacturer name corrected, device availability, manufacturing site corrected, device not returned to manufacturer, evaluation codes. Not returned.